Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently coronary angiography and index procedure were performed. Target lesion #1 was an in-stent restenotic lesion of a previously placed unspecified stent with 75% stenosis located in the mid right coronary artery (rca) and was 14 mm long with a reference vessel diameter of 2.25 mm. It was treated with direct placement of a 2.25 x 16 mm pe plus stent, with 0% residual stenosis. Target lesion #2 was an in-stent restenotic lesion of a previously placed unspecified stent with 95% stenosis located in the proximal rca and was 12 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with predilatation and placement of a 2.50 x 16 mm pe plus stent, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient developed recurrent angina and cardiac catheterization was recommended. Five days from the onset of symptoms, the patient presented for a scheduled evaluation and possible intervention. Coronary angiography was performed and revealed 50-60% proximal stenosis followed by a long stented segment (proximal to distal vessel and into the right posterolateral (rpl) branch), recurrent focal 90% isr of proximal stent, 20-30% distal isr, and a patent right posterior descending artery (pda). The proximal rca was treated with balloon angioplasty and placement of a 2.5 x 26 mm non-bsc drug eluting stent (des), with 10% residual stenosis. Subsequently, the event was considered resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel.